Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and or headache, hypersensitivity. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.